Manufacturer narrative:
(B)(4). The customer returned the guide wire in its advancer, an arrow raulerson syringe (ars), an introducer needle, a dilator, and a 3-lumen catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis confirmed that the guide wire contained two kinks: one offset coils at the distal j-bend and the other at the proximal end of the guidewire. Microscopic examination confirmed the damage and revealed that the distal and proximal weldswere secure and intact. There was a kink 30mm from the proximal tip and 4mm from the distal tip of the guide wire. The guide wire length measured 685mm , which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.853 mm , which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through the provided arrow raulerson syringe (ars)/introducer needle assembly and the guide wire was able to pass through with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire (refer to figure 3a). Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed , and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested.". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).